Manufacturer narrative:
Investigation of this event clarified that this is a duplicate of a previously logged complaint. Therefore, this event has been voided. The event investigation conclusion determined that the motor control failure error was caused by the presence inside the raceway of the pump of of a luer lock cap. This luer lock cap blocked the pump head and caused the pump stop. Involved pump was functionally tested by livanova field service engineer and no performance deviation was identified. The unit was found to be working in compliance with specifications and was returned to regular service. Since the event was solely caused by user error (luer lock cap present in the pump raceway) the event has been classified as not reportable.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that a s5 mast roller pump gave a motor control failure error message during priming. There was no patient involvement.

Manufacturer narrative:
Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in bonn, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.